Event description:
It was reported that a tlc55 was used during a wedge resection. It was reported by the affiliate that the firing knob stopped during firing, since the force to fire was to high. A new instrument was used to complete the case. There was no consequence to the pt.